Event description:
It was reported that prior to implantation the first left ventricular lead bent while exercising the lobe. This lead was not introduced to the patient's vasculature. An attempt was made to implant a second left ventricular lead however this lead's lobe was not successfully deployed when introduced due to patient anatomy. This lead also was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, no anomalies were found. The distal conductor was distorted. The lobe was distorted/bent. The lead was damaged at implant. The analyst noted that the lead is bent and the lobes are distorted.